Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of the allodynia was unknown. Physician said patients strength is now 4 out of 5. Allodynia was not discussed. Patient was walking with assistance of a walker. The devices were discarded and the information was confirmed with the hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient developed allydonia in the left lower leg and foot immediately following implant on (B)(6) 2018. The rep reported that there were no factors that could have to led to the issue that they were aware of. The rep reported that the hcp instructed them to turn the patient¿s ins on at low dose settings to try to reduce the allydonia symptoms. The rep reported that the results of the ins affecting the allydonia symptoms were unknown to him at the time of the report. The issue was not resolved. Additional information was received from the rep on (B)(6) 2018. The rep reported that a system explant was planned for (B)(6) 2018. No further complications were reported.